Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a pinching-like sensation at the ipg site while recharging the scs system. Reportedly, the issue was confirmed by the company representative. X-rays and impedances are normal. Follow-up identified surgical intervention may be the next courses of action to address the issue. Subsequently, surgery took place on (B)(6) 2018 wherein the patient's ipg pocket site was revised. As such, the ipg was moved caudal to the original site. Postoperatively, the system functioned as it should thus the issue is resolved.